Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular lead, high impedance measurements were obtained. Specifically, out of range values were obtained via a psu and high, but not out of range, measurements post device connection. Lead was confirmed stable and all other measurements normal, thus implant completed. That evening, a lead safety switch notification was exhibited and impedance measurements were over 3000 ohms. Technical services (ts) was called to discuss options for resolution. Ts discussed multiple reasons for the high values; including an inability to rule out vessel perforation. Additionally, ts discussed what to look for should the physician elect to surgically intervene. The following day, intervention took place and the lead was confirmed fully inserted into the device header and no setscrew issues were observed. It was reported a clicking noise when helix was rotated and all measurements were around 3000 ohms. The physician elected to reposition the lead into the septum; post repositioning, impedance measurements were within range at around 900 ohms. No other system changes required and no adverse effects were reported. To date, this lead remains implanted and in service.